Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a (third party svc company) representative. "[Name removed] called and stated that the battery low light is on all the time. She has checked the 9volt battery and it's fine, she even replaced it just in case. I had her check to see if the loss of power alarm worked. She turned the unit off, and there was no alarm. I will send her an alarm board."

Manufacturer narrative:
The distributor (third party svc co) did not submit a user facility/distributor report to the MFR. Event codes were derived based on info provided by the distributor (third party svc company)). The following info concerning the eval of the device is a summary of the info documented by the cardinal health tech support specialist in response to a phone conversation with a (third party svc co) rep and the spi test data sheet submitted to cardinal health by (third party svc company). The (third party svc co) service tech in conjunction with the cardinal health tech support specialist determined that the root cause of the reported event was that the device's alarm board was faulty. The (third party svc co) svc tech replaced the alarm board and ran the unit through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion, the unit was returned to the rental pool ready to be placed back into rental service. Cardinal health issued a return goods authorization (rga) number to (third party svc co) for the return of the alleged faulty alarm board for evaluation. As of the date of this report, the alleged faulty alarm board has not been received by cardinal health.